Manufacturer narrative:
Sections with additional information as of 08-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 27-sep-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she had obtained replacement meter from her doctor during a scheduled appointment. Customer stated that the initial concern has been resolved and that she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 177, 197, 188, 176 and 179 mg/dl. Customer was also concerned with meter to meter comparison results of 177 mg/dl using true metrix meter and 89 mg/dl using her other device. The tests were performed during a scheduled doctor's appointment (lab test); customer stated that the doctor had been concerned with the variance. Customer had declined replacement at the time of the call, stating she was going to wait for her lab test results. The customer¿s expected am fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/23/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 177 mg/dl, date :(B)(6) 2022, time: 8:20 am, fasting. Result 2: 197 mg/dl, date: (B)(6) 2022, time: 6:24 am , fasting. Result 3: 188 mg/dl, date: (B)(6) 2022, time: 7:11 am, fasting. Result 4: 176 mg/dl, date: (B)(6) 2022, time: 6:47 am, fasting. Result 5: 179 mg/dl, date: (B)(6) 2022, time: 8:00 am, fasting.